Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Healthcare provider confirmed left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on (B)(6)2022, with lot number 2061745. Analysis of the returned device identified, opening on posterior, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified, striated opening on posterior, crease sharp opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. Crease smooth opening on anterior assessed as fold flaw opening.

Event description:
Patient reported a left side deflation. Healthcare provider confirmed left side deflation. The device has been explanted and replaced.